Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 11 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient underwent a routine transplant on (B)(6) 2017. There were no device related issues reported, leading to the transplant. During the manufacturer¿s preliminary explant analysis of the returned lvad, it was observed that the sealed outflow graft bend relief was not fully connected. Based on the ingrowth of tissue around the connection, it appears that the bend relief was not connected during support. The outflow hardware was very close to being connected and there was no underlying kink.

Manufacturer narrative:
The patient was routinely transplanted and there were no reported alarms or adverse impact to the patient; however, evaluation of the left ventricular assist system (lvas) revealed that the sealed outflow graft bend relief hardware was not fully engaged. The pump was returned assembled with the pump cable severed approximately 14 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were returned. The apical cuff was returned and secured with the fully engaged cuff lock. Examination of the sealed outflow graft revealed that the bend relief was not fully engaged on the graft attachment; however, the bend relief was very close to being engaged. The presence of tissue ingrowth around the hardware suggests that the bend relief was not fully engaged during pump support. Inspection of the underlying outflow graft did not reveal any twists or kinks. In addition, x-rays from approximately 2 years post-implant were inconclusive for evidence of disconnected outflow graft bend relief. A specific cause for the disconnected outflow graft bend relief could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.